Event description:
It was reported that during procedure preparation, the greenfield 12 fr ss vena cava filter deployed prematurely. When the protective cap was removed from the delivery device, the filter came off inside of the cap. The filter was not used in the procedure. A new filter was deployed and the procedure was completed successfully.